Event description:
Began having myoclonus spasms, fatigue, migraines, gastrointestinal problems, nerve pain, hair loss, vision loss, nausea, muscle pain, back pain, breast pain, weight gain, loss of appetite, depression, cognitive issues, ptsd (post-traumatic stress disorder), anxiety, lost ability to walk across the room, mostly stay housebound and in bed now after suspected breast implant illness. Abnormal first mammogram, following up with diagnostic mammogram. FDA safety report ID # (B)(4).